Event description:
Event description guidant received information that the first induction with this implantable cardioverter defibrillator (ICD) occurred as expected when programmed least sensitive. However, during the second induction, ventricular fibrillation was induced and the device undersensed the arrhythmia. The patient was resuced with an external shock. The patient was induced a third time at most and the rhythm was appropriately sensed and treated.